Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported that the head of the pituitary is cracked. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The micropituitary shaft tip is broken off at the center of the jaw pivot pin forward. The broken off portions of the shaft is missing and was not returned for analysis. Optical examination reveals a fairly brittle fracture surface, with no indication of fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.